Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3778-45, serial # (B)(4), product type lead; product ID 3708140, serial # (B)(4), product type extension. (B)(4).

Manufacturer narrative:
Final device analysis for lead (B)(4) revealed all the conductors were broken and stretched at the anchor site, 26.1 cm from the proximal end. (B)(4).

Event description:
It was reported that electrodes 8-15 had impedance values over 10000 ohms. It was noted that these impedance measurements were taken at 0.7v because the test pulse of 1.5v was too strong for the patient. The reporter stated that it seemed something had happened after stimulation had been adjusted on (B)(6) 2013 to cause the abnormal impedances. It was later reported that the health care provider (hcp) stated ¿about the disconnection was confirmed.¿ it was noted that the patient was going to have a check-up at the clinic and a surgery date would be discussed.

Manufacturer narrative:
(B)(4)

Event description:
It was confirmed that after the patient was hospitalized, the patient underwent surgical intervention on (B)(6) 2013. The ins was removed from the abdomen and the visual inspection of the connection was okay. The light pull test was also okay. The ins was removed from the adapter and the electrical resistance using the snap lead cable was checked. The ins was judged to have no problems with the 10,000 ohms and above expressed on leads 8-15. The adapter and lead were disconnected from the back and resistance level confirmation indicated a problem on the lead side with 10,000 ohms and above on the electrode side. A new lead was implanted and after completely connecting, performing electrification check and resistance checks, the incision was closed. It was noted that there was coiling inside the body and a great deal of force was applied during removal.